Manufacturer narrative:
Date of event was approximated to (B)(6) 2017, implant date, as no event date was reported. This event was reported by the patient's legal representation. Additional attorneys: (B)(6). Surgeon: (B)(6). (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx mesh device was implanted into the patient on (B)(6) 2017. As reported by the patient's attorney, the implantation has caused the patient chronic and severe pelvic pain, infections, excision, urinary retention, and additional corrective surgery. "Additionaly", the patient also suffered medical expenses, and emotional distress. Boston scientific has been unable to obtain additional information regarding the event to date. Should additional relevant details become available; a supplemental report will be submitted.